Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a contained type 1 endoleak that was not leaking into the aneurysm. This endoleak had not completely sealed since implant due to the hour glass shaped aortic neck. The aortic neck measured 28 mm proximally and 5-8 mm below that it dilated to 30 mm. The patient received another manufacturer's aortic cuff which was 32 mm x 3.9 cm; however, the cuff was partially deployed in the flow divider and temporarily converted the aneurx bifurcated stent graft to an aorto-uni-iliac system. The cuff was expanded with balloons and successfully reopened to restore bilateral blood flow. No add'l clinical sequelae were reported and the patient is fine.